Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and showed that medium alarm displayed "cannot start pump" and was acknowledged in history. During analysis, the customer's reported concern regarding "continuous air in line alarm" due to faulty air detector was confirmed. Service will replace the air in line sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited continuous "air in line" alarm. There was no patient involvement in this event. No adverse effects were reported.